Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a crack in the optic of the iol. Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. Additional information received stating that in the surgeon¿s opinion, unsure if it was loading issue or product issue. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in two pieces cut across the center. One piece was adhered to the lens case lid with viscoelastic. The second portion was returned in the lens case base. Viscoelastic was observed on the lens pieces. One haptic was broken gusset area, not returned. One portion was cracked on the edge above the optic /haptic junction. The lens was cleaned with klrp for further evaluation. A gouged area was also observed near the edge on the other portion. Scratches were also observed near the cut areas. This damage most likely occurred during the removal of the lens. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-quailed viscoelastic. The root cause for the reported crack may be related to a failure to follow the instructions for use (IFU). The observed cracked was above one optic/haptic junction. The crack was angled to the travel path. This type of damage may occur if there is a plunger over/underride. A non-qualified viscoelastic was indicated. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.